Manufacturer narrative:
One 6 fr angio-seal evolution device was received for product analysis. The carrier tube assembly, hemostasis sheath, arteriotomy locator guidewire, and packaging tray were returned. The returned components were subjected to visual analysis. There was a kink identified at the blood inlet hole of the arteriotomy locator. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The application of an off axis force to the arteriotomy locator has been known to cause kinking.

Event description:
The user facility reported when they opened the packet, the green part was bent. The package was not damaged on the outside. Additional, information was received on february 27, 2018. The condition of the patient is unknown. The procedure outcome was good. Another angio-seal device was used to achieve hemostasis. No other devices were used with the reported product. There was no problem with the patient